Event description:
Gyrus/acmi everest bicoag macro jaw forcep was sticking from the time of initial use. The jaws were extremely hard to open and close. The device was replaced with another "like" device that worked without incident.